Event description:
The manufacturer received information alleging the trilogy evo EU is not working correctly and displaying ventilator service required. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy evo EU device at the manufacture's authorized service center, the complaint was confirmed. The device powers on without problems but has a fault in the system printed circuit board assembly (pcba) that causes a leak, the fan does not blow properly and hence the service failure. The device's system board was replaced to address the issue. Following the testing and verification procedure for this equipment, the device configuration is restored to factory settings. All necessary checks have been carried out to certify the restoration to the conditions prior to the breakdown.